Event description:
It was reported that on (B)(6) 2008, a unknown size masters series valve with expanded cuff was successfully implanted in a patient. On (B)(6) 2024, the patient was found to have a perivalvular leak resulting in anemia and heart failure. On (B)(6) 2024, the decision was made to implant a 14mm x5mm amplatzer vascular plug 3 to treat the perivalvular leak. After implant, it's noted that there's was still residual perivalvular leakage of the unknown size masters series valve with expanded cuff. The cause of the patient's perivalvular leak is attributed to the patient's previous endocarditis and multiple caridac surgeries. The patient was discharged at the time of report.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient was found to have a perivalvular leak resulting in anemia and heart failure after 16 years of masters valve implant. Also reported that a 14 mm-5 mm amplatzer vascular plug 3 was implanted to treat the perivalvular leak; after implant, it was noted that there's was still residual perivalvular leakage of the masters valve. Information from filed indicated that the cause of the patient's perivalvular leak is attributed to the patient's previous endocarditis and multiple cardiac surgeries. However, the exact cause of the reported perivalvular leak could not be conclusively determined. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The cause of reported patient effects anemia and heart failure could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as avp 3 plug was implanted to treat perivalvular leak. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Codes added: health effect: clinical code 2072, 1888. Health effect: impact code 1802, 4641.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2025, it was noted that the patient developed cardiogenic shock when undergoing a mitral valve replacement surgery. The patient became hemodynamically instable and required hemodynamic support with multiple medications. It's noted that the patient had 1110 ml of blood loss from the end of surgery. The condition continued to deteriorate into the following days. The patient had hemoglobin levels of 85g/l and stayed around that value until patient's death on (B)(6) 2025.

Manufacturer narrative:
An event of perivalvular leak, anemia, heart failure, cardiogenic shock, blood loss, and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the exact cause of the reported incidents could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as avp 3 plug was implanted to treat perivalvular leak and medication was administered to address the hemodynamic instability. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.